Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical product: unknown simplex cement. Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient experienced pain approximately four months post-implantation due to walking. The patient further experienced instability and loosening approximately six months post-implantation. Subsequently, the patient underwent a revision procedure less than a year post-implantation due to loosening. No additional patient consequences were reported.

Manufacturer narrative:
Cmp-(B)(4) updated: reported event is considered confirmed as visual examination showed the device had scratches on the keel and marks on the proximal face. Device history record was reviewed and no discrepancies relevant to the reported event were found. The returned x-rays were reviewed and it was found to have lucency without cement at the tip of the tibial stem at 4 and 6 months post op. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further information.

Manufacturer narrative:
(B)(4). Concomitant medical products - persona articular surface medial congruent # 42522100310 lot # 63460971 persona cr femur cemented # 42502605602 lot # 62865055. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to tibial plate loosening. Attempts have been made and additional information on the reported event is unavailable.